Event description:
It was reported to philips that the movement of the allura device's c-arm movement was partially unavailable. The device was in clinical use at the time of the event. No patient harm was reported. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received. Philips has started an investigation for this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that there is partial movement unavailable for table and c-stand. Upon inspection, fse found that the lower smart drive was faulty as a result of this there was unavailability of partial movement in table and c-stand. Fse replaced the amc triple servo drive hp-lp-lp. After replacement the amc triple servo drive hp-lp-lp, reinstallation of software and calibrations. The system was returned to use in good working order. The codes were updated based on the investigation outcome.